Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was missing its clamping jaws, the housing was damaged, and parts of the device were heavily worn. It was also noted that the device failed pre-repair diagnostic test for chuck assessment, and general condition. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the device was missing its clamping jaws. It was also noted that the device failed pre-repair diagnostic test for chuck assessment, and tool coupling assessment, it was determined that the root cause was a manufacturing / process error - production false, defective. However, the investigation is still on going. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device was not working. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.